Event description:
The ge oec 9800 fluoroscopy system displayed low ma errors.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the ma null adjustment was out of specification. A filament calibration was performed. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.